Event description:
The physician reports that during cataract surgery, the crystalens haptic tore during delivery using the crystalsert lens injection system. Intervention was performed in order to enlarge the incision and remove and replace the lens, and suture the incision. A second iol was implanted successfully. Reference MDR # 2031924-2010-00125.

Manufacturer narrative:
Root cause: according to the surgeon, the root cause of the reported issue of lens damage is attributable to the insertion device, where the plunger overrode the iol.